Event description:
It was reported that the patient was complaining about having urinary incontinence again. The physician performed a cystoscopy, and realized the cuff of the artificial urinary sphincter (aus) implant device was not closing properly, and there was a fluid leak due to a hole at the cuff of the implant located at the bulbous urethra. The physician removed and replaced the complete implant system through replacement surgery, and there were no further signs or symptoms reported.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Recurrent incontinence is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent altered therapeutic response. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent fluid leak. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such in the instructions for use.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient was complaining about having urinary incontinence again. The physician performed a cystoscopy and realized the cuff of the artificial urinary sphincter (aus) implant device was not closing properly, and there was a fluid leak due to a hole at the cuff of the implant located at the bulbous urethra. The physician removed and replaced the complete implant system through replacement surgery, and there were no further signs or symptoms reported.